Manufacturer narrative:
Product event summary: an image data file and the cedtb300s radiofrequency (rf) catheter with lot number 0000230885 were returned an d analyzed. One image was received and the photo showed the returned catheter with lot number 0000230885. Visual inspection was performed and during external visual inspection of the distal shaft segment, a kink on the shaft was observed near ring electrode (r2) of the catheter tip. The functional test was performed using bidirectional small curve template. To replicate the reported issue, curving test was performed. It was observed that when the catheter was actuated, the catheter would deflect sufficiently on the left-hand side or but not on the right-hand side. After calibrating the proxy generator connect box to the proxy rf generator, the catheter was connected to a proxy catheter to rf generator cable. An expired catheter (e1003) error code was identified. When connected to the electrically erasable programmable read only memory (eeprom) reader the catheter details read as intended (passed) and use date was confirmed. To analyze the use before date (ubd) portion, a check was run on the catheter and the catheter ubd/ expiration date of the catheter was confirmed to be 15-dec-2023. This confirmed that the catheter was used after it had already expired. To further analyze the issue, the catheter shaft was then destructively tested. It was observed that the steering plate of the catheter was bent/ damaged. In conclusion, the reported use of an expired product was confirmed through analysis as well as the bend and steerability issues. The rf catheter failed the returned product inspection due to a kink and a steering/damaged plate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, when attempting to ablate the cavotricuspid isthmus (cti) line, the catheter tip was bent. Ablation was still attempted but the catheter did not bend and did not come in contact with the tissue. The customer also reported that the catheter tends to break if it hits the tissue too hard. The rf catheter was replaced which resolved the issue. The case was completed with radiofrequency. After the case it was noted that the catheters use before date was before the catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.